Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6)2022 getinge became aware of an issue with one of surgical lights - powerled. It was stated the paint was chipping from the headlight. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
The correction of b5 describe event and problem deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 7th november, 2022 getinge became aware of an issue with one of surgical lights - powerled. It was stated the paint was chipping from the headlight. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Corrected b5 describe event and problem: on 7th november, 2022 getinge became aware of an issue with one of surgical lights - powerled. Based on photographic evidence the paint was chipping from the fork. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. The correction of d4 model # and catalog # deems required. This is based on the internal evaluation. Previous d4 model # ard568411010c. Corrected d4 model # ard568350908. Previous d4 catalog # ard568411010c. Corrected d4 catalog # ard568350908. Getinge became aware of an issue with our surgical lights ¿ powerled. As it was stated, the paint was chipping from the fork. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination or serious injury. It was established that when the event occurred, the surgical light did not meet their specifications due to paint chipping which contributed to the event. The available information indicates that upon the event occurrence the devices were not being used for patient treatment or diagnosis. When reviewing similar reportable events for the same device type, it was confirmed that in the last 5 years, registered for the issue of paint peeling on powerled and hled surgical lights, there was one event which led to the serious injury. Comparing the number of claim device to number of sold devices worldwide, we can assume that the failure ratio of the investigated issue related to the paint chipping is moderate. A root cause analysis for paint peeling problem was performed by subject matter experts and concluded that all maquet sas products comply with: iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. Iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. Paint definition pfc066. This procedure defines maquet sas¿s requirements for all painted parts. Disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. The paint chip or paint damages are due to: impacts, collisions (abnormal use). The operating manual (powerled¿s IFU 01581 rev. 9, page 27) includes the instructions to pre-position the light prior to use, in order to prevent damages by potential interactions with possible obstacles. To prevent any similar incident, it is recommended to avoid collisions between devices. Visual inspections during the cleaning allow to detect the painting defect. It is recommended to perform corrective maintenance to rectify the default after its detection. Minor paint chip can be repaired with touch up paint, nevertheless, the parts impacted by serious damage must be replaced. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer¿s recommendation had been followed the incident could have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
On 7th november, 2022 getinge became aware of an issue with one of surgical lights - powerled. Based on photographic evidence the paint was chipping from the fork. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.